Manufacturer narrative:
The concomitant medical products and therapy dates are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had skin erosion with drainage from a sore near the ipg pocket site causing the pocket site to open. The patient had surgery to have the scs system explanted. The patient will be treated with antibiotics in the meantime.